Event description:
During review of a returned home choice device, a high drain error 119 alarm was identified in the log. The alarm occurred on (B)(6) 2012, during night drain 19. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. However, the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.